Event description:
Patient presented to the physician with right-sided chest pain. Imaging was performed, revealing that the sensing lead had migrated into the lung. Physician brought the patient into the or, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed. This resolved the issue.